Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was recorded on this pacemaker resulting in pacing inhibition and syncope. The patient is implanted with competitor leads. A procedure took place and the system was explanted. The new procedure took a bit of time and intermittent capture was seen. A new device was implanted and plugged the old right ventricular lead into the atrial port and the new right ventricular lead into the ventricular port. The new device was programmed to aoo until the new right ventricular lead was stable. Both new products implanted were competitor products. No additional adverse patient effects were reported. This device will not be returned.